Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no further investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: device does not recognize syringes when installed checked displacement calibration with partner, which gave an error. Following manual suggestions: replaced carriage kit, reassembled and tested to see error still displays. Removed new carriage kit and reinstalled old one-replaced linearity sensor, reassembled and tested to see same error.-replaced plunger head. Upon first test, device gave force sensor error. After checking all connections and re-testing, force sensor error did not display. Through partner, device could complete displacement calibration.-removed new linearity sensor and returned old one. Once all errors were clear, completed configuration and full functional check using partner. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.